Event description:
It was reported that, "the stryker fixation compression screw broke which resulted in a second surgery."

Manufacturer narrative:
Device not available for eval. Internal investigations in progress.